Event description:
I have problems with my bilateral mentor saline-filled silicone implants and now require explantation with total capsulectomy. I have symptoms such as body aches, headaches, muscle soreness, neck pain, shoulder pain, malaise, flu-like symptoms, chronic fatigue, joint pain and stiffness, dry eyes, dry mouth, rashes, and brain dysfunction including brain fog, memory loss, difficulty concentrating, and slowed thinking. I developed mild dextroscoliosis of the thoracic spine. My nipple appeared to be coming apart several times. I have breast pain when I am laying in bed. I am forced to squint my eyes to see clearly. My eyes are sensitive to light. I developed strange, brown dots in the corner of my eyes and on my eyelashes lines. I developed worsening acne and cold sores which I did not have prior to implantation. I had reactions to thimerosal contained in contact lens solution. Several times I have experienced calf hardness, pain, and swelling for no apparent reason. My symptoms keep forcing me to drop out of school, and it is difficult to hold a job. I am currently not a student or employed.